Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist. Section: table 3.2 impella catheter components . ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿. Section: warnings & cautions: warnings. ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. During support, flows were low and suction alarms occurred. The team changed the concentration of dextrose in the solution. Additionally, the patient developed a temperature with positive blood cultures. The decision was made to explant the device. The patient survived the procedure.

Event description:
The complainant reported that the patient was being placed on impella cp for hemodynamic support. It was reported that a patient was on impella cp support ongoing when purge alarms were present. The team had low purge pressure and as such they troubleshot by pc and aic replacement. Neither remedied the issue. The team then adjusted the purge solution from d5w to d10w. Low pump flow while on support. It was reported that the patient developed a temperature with positive blood cultures. Sepsis while on support .

Manufacturer narrative:
The lt log confirms purge pressure low alarms. Since switching out the purge cassette and the automated impella controller (aic) did not resolve the issue, the issue can be isolated to the pump. Increasing the concentration of dextrose increases the viscosity of the purge fluid. The cause of the priming issue was not determined though since product was not returned.